Event description:
It was reported that a 16 year old patient had a rate of 30 bpm and upon interrogation, high impedance, v-lead found with no capture. During invasive procedure, the lead tested normally and was reused. The patient indicated intensive activity at a youth camp and is reported to be "doing fine." The device was removed from service. No patient complications have been reported as a result of this event.

Event description:
It was reported that a patient had a rate of 30 bpm. Upon interrogation, high ventricular impedance was found with no capture. During invasive procedure, the lead tested normally and was reused. The patient indicated intensive activity at a youth camp and is reported to be "doing fine."the device was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: no anomalies found. Other: it was reported that a patient had a rate of 30 bpm. Upon interrogation, high ventricular impedance was found with no capture. During invasive procedure, the lead tested normally and was reused. The patient indicated intensive activity at a youth camp and is reported to be "doing fine."the device was removed from service. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed mechanical tests performed; visual examination; device performed according to specifications, device evaluated and alleged failure could not be duplicated capture, failure to impedance, high dissatisfaction.